Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003 and (B)(6) 2003 and meshes were implanted into the patient. Dates not clarified per product. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that patient underwent cystoscopy, excision of midurethral sling, excision of posterior vaginal mesh, vaginoplasty, and rectopexy with biologic mesh placement on (B)(6) 2015 due to vaginal mesh contracture, urinary urgency, frequency and defecatory dysfunction. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted, concurrently with a tvh, b/l uterosacral ligament colpopoexy, rso, excision of left paratubal cyst, anterior colporrhaphy, high rectocele repair, and cystoscopy, due symptomatic uterogenital prolapse with sui. No additional information was provided.